Event description:
It was reported that the pt lost her programmers. It was also reported that 3 electrodes showed impedances greater than 4,000 ohms. The pt was to have revision surgery on the implantable neurostimulator and lead soon, but the time frame was unk. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).